Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an unknown patient. It was reported that the battery was removed due to an infection. The extension was cut. It was unknown when this event started. No further complications were reported.